Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the doctor said that they lost control of the prograsp forceps. When it was removed from the patient's cavity, it was found that the steel cable had broken. Therefore, the clamp was replaced by another one. The procedure was completed with no reported injury.